Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the flight team was using a battery in well #1 and the external power supply in well #2. Everything operated correctly at bed side. The patient was then transported to the helicopter without problems. It wasn't until they landed and turned off the helicopter that the device shut down. The flight nurse swapped the battery and turned the pump back on and continued assisting the patient. There was no harm to the patient. Since that time the power was cycled several times without issues. The fse found nothing in the fault logs that would indicate anything other than a power down. After disassembling the pump the fse found the coiled cable lock is broken and the connector would pull right off. This cable didn't cause the power down because it wasn't logged in diagnostics. When the fse pulled the cable off it logged codes 111,112. The fse didn't have the cable in stock to replace it. The fse returned to replaced the broken coiled monitor cable due to the broken cable lock. The fse also replaced the power management board to fix the original problem that was dispatched. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shut off unexpectedly during transport. There was no harm to the patient. The iabp was running on ac power, then shut down when it was switched to battery power although the batteries were 3/4 charged. The batteries were changed and the iabp ran fine with the replacement batteries.